Manufacturer narrative:
Findings: pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm, numbers scrolling up or moisture damage on electronic assembly/motor noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 207 mg/dl. The customer stated that battery won't respond. The customer stated she went swimming, kids splashed her but didn't go in the water. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 207 mg/dl. The customer stated she went swimming, kids splashed her but didn't go in the water. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.